Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6)2026. According to the reporter, around 09:00 am on (B)(6)2026, the patient was incoherent, belligerent, excessively urinating, unable to recognize himself and family members. The cgm was reading around 100 mg/dl during this time. The patient´s son called paramedics. When paramedics arrived, they checked his bg and it was around 450 mg/dl while cgm was around 120 mg/dl. The patient was combative, so paramedics were not able to administer any medication and took the patient to the emergency room (ER). At the ER, the bg reading was around 500 mg/dl while cgm was still 120 mg/dl. ER staff administered insulin via IV. At the time of the report, the patient was feeling better but was still at the hospital. According to the reporter, the patient might be discharged on (B)(6)2026 (more than 24 hours). Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values taken by ems fall within the c zone of the parkes error grid. The reported glucose values taken at the ER fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.